Event description:
The customer called the philips response center to report that the device indicated an invasive blood pressure (ibp) abp (arterial blood pressure) malfunction. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.